Manufacturer narrative:
H6: investigation summary since no samples displaying the condition reported are available for examination, we were unable to fully investigate this incident. No root cause can be determined as no samples were received. The lot number is unknown, therefore device history record review (DHR) or quality notification review (qn) could not be performed.

Event description:
It was reported that the bd solomed¿ syringe experienced leakage. The following information was provided by the initial reporter, translated from portuguese to english: when applying the product, there was a leak in the needle part, losing all the medicine.

Event description:
It was reported that the bd solomed¿ syringe experienced leakage. The following information was provided by the initial reporter, translated from portuguese to english: when applying the product, there was a leak in the needle part, losing all the medicine.

Manufacturer narrative:
E.1 initial reporter phone #: (B)(6). H3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. D.4 device expiration date: unknown . H.4. Device manufacture date: unknown.